Event description:
The graft was implanted in a ak fem-pop position and tore out at the distal anastomic level. It resulted in a major immediate haemorrhage.

Manufacturer narrative:
The device was not returned to atrium for evaluation. The physician used a cutting needle to secure the graft causing dehiscence. The instructions for use warns that the use of cutting needles may cause damage to the graft material and/or host vessel. The lot history for this device was reviewed and no deviations were found.